Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose of 400 mg/dl; cause was unknown. Reportedly, the customer sustained a kidney injury. The customer was treated with intravenous fluids of saline and insulin. The customer was released (B)(6)2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.